Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. Methicillin-susceptible staphylococcus aureus (mssa) bacteremia was identified on blood cultures. Echocardiogram identified lead vegetation. The device and leads were explanted due to infection. There were no patient adverse effects.